Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned (5) sealed 4mm, 32g pen needles from lot # 9198512. Customer states that insulin was found on the needle after the injection. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause cannot be determined at this time as the issue is unconfirmed. H3 other text: see h10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA leaked during use. The following was reported by the initial reporter: "it was reported that insulin was found on the needle after the injection. This pr was created to capture the pen needles returned for evaluation with mat# 320122 with lot# 9198512. Verbatim: consumer reported finding from consumers first box of 2nd gen use (prior boxes nano) insulin on the end of needle after injection. Holds needle in site for 10-20 seconds. Glucose values have not changed but she is concerned. Consumer does not complete a flow check but claims the plunger always rest at 0 marker. Using lantus 20uts. Lot #: 0106048 catalog#: 320550date of event: unknown just this box samples status awaiting sample."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA leaked during use. The following was reported by the initial reporter: "it was reported that insulin was found on the needle after the injection. This pr was created to capture the pen needles returned for evaluation with mat# 320122 with lot# 9198512. Verbatim: consumer reported finding from consumers first box of 2nd gen use (prior boxes nano) insulin on the end of needle after injection. Holds needle in site for 10-20 seconds. Glucose values have not changed but she is concerned. Consumer does not complete a flow check but claims the plunger always rest at 0 marker. Using lantus 20uts. Lot #: 0106048 catalog#: 320550date of event: unknown just this box samples status awaiting sample".